Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent and the lens having foreign material on lens surface (debris and clear residue on lens). (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Conclusion code: off-label use [under 21 years of age at time of implant ((B)(6))] (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.5/+2.5/090 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved.